Event description:
It was reported that the left ventricular (lv) lead was attempted implant due to marginal thresholds in multiple vectors and high impedances. The lead was dislodged and confirmed via fluoroscopy. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.